Event description:
It was reported by the pt's legal counsel that the pt received a right tka on (B)(6) 2009 to address a severe degenerative joint disease condition. On (B)(6) 2010, the pt received manipulation under anesthesia due to arthrofibrosis post tka. On (B)(6) 2010, the pt's right knee was revised due to loosening.

Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be update.